Event description:
Pt's wife called reporting that 1/2 tpn bag had not infused in 24 hrs. Directed to push set/clear on infusion and res vol screen when connecting new bag. She had been taught to do this. Also, written directions are on pump and in initial delivery.